Manufacturer narrative:
The fse evaluated the instrument. The fse found that the probe at the blood sampling valve (bsv) was bent. The fse replaced the probe, which resolved the issue. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. While troubleshooting the leak the field service engineer (fse) found the probe was bent. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.